Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle hub separated. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported that needle shield is difficult to remove. It was also reported the needle hub separated. Verbatim: consumer reported needle shield difficult to remove. Consumer also reported needle hub separated. Consumer stated that there are 4 syringes in total with the issue.

Manufacturer narrative:
Investigation summary: eight 3ml integra syringes with needle (p/n 305271) sealed in blisterpaks from batch #0002375 were received. The samples were visually evaluated and tested for shield removal force. No samples displayed any visual defects. Two of the eight samples shields had fallen off inside of the blisterpak possibly due to shipment conditions or other handling and were not tested. Six samples that were tested for shield removal force all yielded acceptable results per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle hub separated. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported that needle shield is difficult to remove. It was also reported the needle hub separated. Verbatim: consumer reported needle shield difficult to remove. Consumer also reported needle hub separated. Consumer stated that there are 4 syringes in total with the issue.